Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported or determine the root cause. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
Report received via medwatch. The customer alleges that the user was unable to ascertain the endotracheal tube position since there were no markings on the endotracheal tube at critical locations. A chest x-ray was done on the infant to determine the position of the endotracheal tube.

Manufacturer narrative:
.

Event description:
Report received via medwatch. The customer alleges that the user was unable to ascertain the endotracheal tube position since there were no markings on the endotracheal tube at critical locations. A chest x-ray was done on the infant to determine the position of the endotracheal tube.